Event description:
Reporter stated that patient obtained back-to back results of 31.6 mmol/l and 8.2 mmol/l on the aviva system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect device for evaluation.

Manufacturer narrative:
The event occurred in the (B) (6).